Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect clinician code 2402 used to capture injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: on 08 june 2021 by: (B)(6) . Part number: 04.038m415sp, lot number: 3l31456, part manufacturing date: may 22, 2019, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 3l31456 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h855075 met all specifications with no issues documented that would contribute to this complaint condition. Visual inspection: the tfna helical blade perf l115 tan (p/n: 04.038.415, lot #: 3l31456) was returned and received at us customer quality (cq). Upon visual inspection, no damage was observed that would impact the device functionality. Scratches were observed on the device which were consistent with the explantation of device. No other issues were identified. Device failure/defect identified? No. Dimensional inspection: the diameter of the helical blade was measured to be within the specification as per the drawing . Document/specification review: the following documents were reviewed: ti tfna fenestrated helical blade. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed as no damage was observed on the returned device that would impact the functionality. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: date of event: event year is reported as 2021; however exact date of event is unknown. Brand name,common device name, manufacturer name, city and state, model #, PMA/510k: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery to have the broken unknown tfna helical blade removed. The blade had rotated and perforated in the patient. The patient was revised with another tfna. The date of the original surgery was (B)(6) 2021. There is no further information available. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown), unk - nails: tfna (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - nail head elements: tfna helical blade. This report is 1 of 1 pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.